Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report# 3006705815-2018-02324. It was reported that the external devices displayed error message when attempting to set the ipg to the MRI mode. Troubleshooting was unsuccessful. Reportedly, leads diagnostics displayed low impedances. As a result, surgical intervention was undertaken wherein the leads were repositioned on (B)(6) 2018. Post-operatively, therapy was restored post-operatively.